Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device shuts down during operational testing when the charge button is pressed. The customer has tried swapping the battery but the problem persists. There was no patient involvement.